Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to obtain an ECG reading through the multi-function cable. Complainant indicated that there was no patient involvement in the reported malfunction.